Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence for the past two months. It was recommended to the patient to follow up with their physician. There were no additional patient complications.